Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Microstent-iris touch, device migration, and pupil irregularity are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in a patient in 2020 (month and day unknown). At 9 months postoperatively, the surgeon reported the patient had an abnormal iris with slight pupil peaking and slight device-iris touch at the stent inlet. The surgeon indicated that the device had migrated into the anterior chamber (ac), but could not confirm when it occurred. The ac is quiet, visual acuity was 20/15 and iop decreased from 22 mmhg to 15 mmhg. The patient has not experienced inflammation, ocular discomfort, or other clinical sequelae. The surgeon will continue to monitor the patient. Additional information has been requested.